Manufacturer narrative:
The pump remains in use supporting the patient. Approximately 8 inches of the replaced external portion/distal end of the driveline was returned. The reinforcing sleeve had been cut open prior to return, approximately 6 inches from the metal/controller connector. The reinforcing sleeve was removed, and examination the shielding and bionate revealed areas with shield breakdown. Continuity testing was performed on the returned portion of the driveline and a continuity issue was found in the black wire. The shielding and bionate were removed and examination of the underlying wires revealed a partial fracture of the black wire adjacent to the metal/controller connector. The wire completely fractured when a small amount of force was placed on it. The conductors of this wire were exposed. The fracture of the black wire appeared to be the result of repetitive flexing of the driveline in this area. This flexing caused abrasion to the wire as a result of rubbing against the braided shielding. The black wire represents the wires of phase 2. The fractured wire would have interrupted function as a result of the exposed conductors of the black wire potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported alarms and low speed events. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 6 months. The pump remains in use supporting the patient. The replaced portion of the driveline was received. The investigation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported on (B)(6) 2015, that during the weekend the patient's system controller was sounding "random audible noises." The system controller event history indicated a low speed and a driveline disconnect alarm. The patient was instructed to remain on battery power, notify the center immediately if any alarms occurred while on battery power, and to present to the clinic the following day. The patient was asymptomatic. On (B)(6) 2015, the reported events were reproduced while the patient was connected to a power module at the clinic and the driveline was gently manipulated by moving the system controller. On (B)(6) 2015, the manufacturer's technical services evaluated the patient's driveline. A system controller log file was reviewed and showed signs of a short to shield occurring when the patient was connected to the power module. Pump stoppages and multiple decreases in pump speed were recorded. X-rays indicated potential stress on the wires at the distal end bend relief of the driveline. The distal end portion of the driveline was replaced without incident, and no further issues have been reported.